Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer's blood glucose level was unknown. The customer reported that the screen was scratched, insulin was squirting out during priming few times, buttons were less responsive and harder to press, had to sometimes press the buttons twice and unexplained no delivery alarms. The insulin pump will be returned for analysis.